Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 4.1 was failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) found that the main enhanced half-height cubie drawer 4.1 had multiple cubie rewrite errors and pockets that were not detected on the bus. The defective drawer controller board and drawer retractor were replaced. The unit tested good, and the station became fully operational. The fse checked and secured all cable connections. The customer verified the functionality and successfully recovered and accessed the system. The system functioned as intended after the field service engineer repaired the device.